Manufacturer narrative:
Onsite functional and visual examination was performed by a manufacturer representative. It was reported that there was a hardware failure that caused the issue. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that when the system main cart was idle during two surgeries the main car shut down( without any warning or error message). The camera cart stayed on (pcoip connection message shown on the screen since the camera cart was still powered by battery. After disconnecting the batter from the ups the error seemed to be fixed. During the surgeries, the system behaved normally.